Event description:
It was reported the patient has been experiencing a burning and stinging sensation at the ipg site since experiencing trauma to the location of the ipg. In turn, the patient went to the emergency room. The patient experiences the sensations when stimulation is increased to a certain level. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.